Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an ankle procedure, the q-fix ultra was difficult to insert in the the bone hole on the talus. The tip of the q-fix ultra broke off and was lodged on the talus. The metal tip was removed form inside the patient by drilling the tip and the procedure was completed placing a s+n back up device into the originally bone hole. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the tip of a q-fix device was broken in half. Another image shows three q fix devices with signs of use. The third image shows a medical image. The fourth image shows a part of the device's tip with debris. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include (1) incorrect bone hole preparation, (2) misalignment of inserter handle, (3) excessive force, (4) over tensioning the suture. Based on this investigation, the need for corrective action is not indicated.